Event description:
It was reported that this right ventricular (rv) pacing lead impedance out of range was detected. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).